Manufacturer narrative:
The customer reported that the multi gas unit will not consistently show co2 reading. The hospital uses salter lab nasal divided cannula with co2 capacity. The co2 is 4 mm. The hudson sampling line is 3 mm. Clinician states that the bedside monitor (bsm) co2 readings are coming and going on the screen. She states that they are using a different sample line than what is recommended by nihon kohden. She states it is for their non intubated patients in endo. Customer was told that this should only be used for intubated patients.

Event description:
The customer reported that the multi gas unit will not consistently show co2 reading.